Manufacturer narrative:
As reported, about 4 months post implant of the 3dmax mesh fixated by the capsure straight device, the patient experienced pain and infection. The patient was prescribed oral antibiotics and is responding well. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. Infection is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with this device lists infection as a possible complication. To date, this is the only reported complaint from this manufacturing lot. This MDR represents the bard/davol capsure straight (device #2). An additional MDR was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported that, during a laparoscopic procedure on (B)(6) 2020, the patient was implanted with a bard/davol 3dmax mesh fixated by a bard/davol capsure straight fixation device. The patient was fine after the surgery. One week post-implant, the patient had complaints of pain and was prescribed analgesics by the surgeon. The patient returned on (B)(6) 2021 with pain and swelling; the surgeon suspected infection which was confirmed by an ultra-sonogram. The patient was prescribed an oral antibiotic augmentin 650mg twice a day and is responding well. As reported, mesh removal may or may not be required based on the patient's response.